Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button became intermittently unresponsive, requiring multiple presses to wake the device and lacking the usual tactile vibration feedback, consistent with a device mechanical or interface malfunction of the sleep/wake control. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and user education on data sync and device shutdown prior to return. Investigation included customer interview and troubleshooting with verification of shipping details and return instructions. Investigation of this device was received and revealed a suspected failure of the sleep/wake button mechanism or associated interface that did not affect therapy delivery or alarms. It was concluded, based on previously established findings for similar reports, that the cause was likely component wear or mechanical degradation of the button assembly.